Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent ventral hernia. It was reported that after implant, the patient experienced mesh that was enveloped inside of the hernia and was nonfunctional, abdominal pain, nausea, vomiting, abdominal distention, adhesions of small bowel and omentum, and recurrence. Post-operative treatment included laparoscopic lysis of adhesions and repair of incarcerated recurrent ventral incisional hernia with davol echo mesh.